Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During this testing the unit was unable to power on using customer supplied batteries or lab stock batteries. The flex cable was visually inspected under a microscope and the cable appears to be cracked between the top and bottom modules. An x-ray image confirms the crack extends to the copper traces in the flex cable. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: 310-0817, corrected data:

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported; at first, the displayed value of spo2 was low. (According to the customer's report, the value was approximately 85 %, despite attempted by not only patient, but also the staff in that institution, the value has not been changed.) Then, they replaced the battery for the above issue, however, the device does not turned on again after replaced. No patient impact or consequences reported.